Event description:
Rep reported that during a scheduled shunt revision procedure, the surgeon discovered that the outer covering of the siphonguard had started to peel away from the rest of the shunt. Although it has not been reported by the rep, it is believed that since the siphon guard was torn this may have contributed to the inefficiency of the valve to control pressure.

Manufacturer narrative:
The evaluation of the product returned did confirm the problem reported by the customer. The silicone housing which surrounds the siphon guard was found torn, and the valve did not control the pressure as expected. The serial number of the valve was found and the product code was 82-5463. The returned valve had 3 dots on the silicone housing, which indicates that it was a precision medium low range valve (70+/- 10mmh2o). The product was examined visually. The silicone housing which surrounds the siphon guard was found torn. The valve was then tested for flow. An occlusion was noted at the inlet ruby ball during the flow test that uses light syringe pressure to establish if any occlusions are present. Therefore, a fine needle was inserted into the flow opening of the inlet valve under the ruby ball and its seat. The inlet ball was manually popped free from its stuck position using light force. Therefore, the device was tested for pressure in which the valve successfully passed the pressure test. The valve was examined under microscope at appropriate magnification, and it was dismantled. Biological debris was noted on the ruby ball and on its seat. Review of the history device records confirmed the valve housing sustained some form of mechanical damage during the implantation procedure. A small cut or a sharp edge of an instrument may have been the cause of the beginning of the crack. It could also be likely that a cut or abrasion on the housing during the surgical procedure could have resulted in a further propagation of the tear during the implantation period or when the device was explanted. However, the exact root cause of the damage could not be precisely determined. The occlusion noted during the investigation was likely due to some dry biological debris which stuck the inlet ruby ball on its seat. Biological debris interfered with the ability of the valve to drain properly. Some additional warnings were added to the IFU that warned health care users to exercise extreme care when handling silicone components. Silicone has low cut and tear resistance. A long-term action is underway through the development and implementation of a new mold for the housings, which would reduce the likelihood of the propagation of any small damages to the silicone material. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.